Event description:
Boston scientific crm received information from a (B)(4) case study that approximately three months post-implant, the patient arrived to the hospital with dyspnea and chest pain. After further evaluation, an echocardiogram was performed and revealed evidence of a myocardial perforation and tamponade without pericardial effusion of the right ventricular (rv) lead. The lead was successfully repositioned, and another pace/sense lead was implanted during the procedure. No further adverse effects were reported and the patient was discharged home.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.